Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a breakage of the threaded tip which happened during surgery. This complaint is for information purpose only. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the: DHR 03.632.036 lot # 6972476 released 11/6/12, avalign technologies ¿ nemcomed division manufactured the holding sleeve ¿ long for matrix, p/n 03.632.036, and lot number 6972476. The supplier¿s certificate of compliance (dated october 30, 2012) indicates the parts were manufactured to p/n 03.632.036, revision ¿j¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number ns035211, revision ¿r¿, completed november 5, 2012. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. No investigation possible as there was no material available, for information only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by manufacturer: reported as 04/30/2015 on initial. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient information reported. Event date: unavailable. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.